Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record for the lot was reviewed. Unrelated processing anomalies were found during the review. The associated lot was mitigated and released based on acceptance criteria. Because a sample was not returned, the root cause for the defect experienced by the customer cannot be determined. Some potential causes are reuse, improper handling, or contact with another instrument during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported that a knife did not cut and that an alternate knife had to be obtained and used. Procedure type and pt involvement was unspecified. Additional info has been requested.